Event description:
It was reported that during a device replacement due to normal eri the atrial set screw of the old device could not be unscrewed, resulting in the atrial lead needing to be cut and capped. The device was then explanted and replaced as planned. The patient was in good condition following the event.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. The arcing set screw was noted to be stripped.